Manufacturer narrative:
On january 15, 2026, the user reported discrepancies between blood glucose and sensor glucose readings and requested sensor removal. Review of available data in the data management system showed multiple calibration expired and calibration past due alerts. The user declined to provide additional information and refused troubleshooting assistance. Escalation review did not identify any concerns with the condition or performance of the sensor. As the user declined further support, calibration education and corrective actions could not be completed. Review of the data management system confirmed that there has been no system use since january 16, 2026.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.